Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that disconnected the insulin pump in order to take a shower, but left the insulin pump in the bathroom. The device was exposed to shower moisture. The customer's blood glucose was 70 mg/dl. The discontinuation of the device was advised. Nothing further was reported.